Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: 6996sq58 lead, implanted: (B)(6) 2016; 5019 adaptor, implanted: (B)(6) 2016; 1084t lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell at work and subsequently heard alert tones from their device. The right ventricular (rv) lead had high thresholds with exit block, high pacing impedance, non-sustained ventricular tachycardia (nsvt) events indicating noise, and a possible fracture. The rv lead was explanted and replaced. It was also reported that the device might have been damaged during the patient¿s fall. The device was explanted and replaced. No patient complications have been reported as a result of this event.